Event description:
It was reported that during an orthopedic procedure, the device fired malformed staples; four more devices were pulled and the same thing occurred. Another device was pulled and the case was completed with no patient consequence. All the devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.